Event description:
It was reported to philips that the allura device would not boot up correctly. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use at the time of event occurred. The customer reported that the system does not cleanly boot when started from shutdown. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. Few days later, issue was reoccurred. The philips engineer replaced the flexvision pc and hard disk. After replacement of the flexvision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.